Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, palpable/painful nodules and mild infectious disease are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with 0.6ml of juvéderm volift with lidocaine in the superior and inferior lips. No problems occurred during the procedure. A month later, the patient returned for an assessment and the results were still satisfactory. The patient was then injected with the remaining 0.4ml of product into the nasolabial sulcus. There were also no problems. Two months later, had an exaggerated sun exposure and the patient developed edema and palpable/painful nodules on the lips. There were no changes to the nasolabial folds. Patient was treated with prednisone and ciprofloxacin without improvement. Hylase is planned if symptoms do not improve. Patient had a hemogram test done that noted a mild infectious disease. Symptoms are ongoing.